Event description:
On (B)(6) 2019, I had lasik performed on my eyes. The surgery was unremarkable and went as planned. I am still myopic, requiring glasses post lasik. I have also been left with an irregular astigmatism. The doctors have no explanation as to why the surgery did not correct my vision. About a month after the procedure, I began to experience light sensitivity, severe dry eye and headaches. I brought this to the attention of the optometrist who was in charge of all my care (I only met the surgeon on the day of the surgery and have never seen him since). He gave me an eye drop steroid, saying I had inflammation. He also said I just need to give it time for my eyes to adjust. Another month later, I still require glasses and the dry eye is worse. The optometrist said the dry eye was not bad and I just needed an enhancement. Since the optometrist did not care about the health of my eye, I ended up under the care of a corneal doctor who specializes in dry eye. She said if I were to have an "enhancement" it would make my chronic dry eye worse. I have a tbut of 3 and have mgd. I also have exacerbated floaters in each eye and high order aberrations (hoas which cause starbursting, halos and glare). My vision also fluctuates, and I have poor contrasting. My eyes strain constantly, and I am reliant on several medications for my eyes: xiidra, autologous serum tears, preservative free tears, lotemax steroid. This unnecessary procedure has cause mental anguish (depression and anxiety) and pain. I will never recommend this surgery to anyone. It needs to be re-evaluate by the FDA and banned. FDA safety report ID # (B)(4).